Manufacturer narrative:
X-ray inspection of the returned lead revealed that lead electrodes # 2,4,8 of the distal end had a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. There were no exposed cables at the fracture location and the broken cables are still contained within the distal array.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on the lead. Reprogramming was attempted, however the issue did not resolve. The patient underwent a procedure where the lead was explanted. Post operatively, the patient was well.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on the lead. Reprogramming was attempted, however the issue did not resolve. The patient underwent a procedure where the lead was explanted. Post operatively, the patient was well.